Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have a frayed grip cable at the distal end. The complaint regarding a broken conductor wire was not confirmed by failure analysis. The probable root cause of cable breakage, whether partial or full, is attributed to damage to the cable through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the long bipolar grasper instrument had a broken black conductor. A backup same dv instrument was used for the procedure. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer stated that is unknown if there was any exposed wire due to the insulation. It is unknown if the cable is intact or broken in half. There was no loss of cautery because the issue was observed prior to the start of the procedure. It is unknown if there was any thermal damage at the site of the insulation damage. Arcing was not observed as the issue was observed prior to the start of the procedure.